Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient received inappropriate shock. X-ray revealed leads were pulled back and wrapped around behind device, likely due to twiddler's syndrome.